Event description:
Reporting problem with back board delaminating, 4th board in last 2 months. Problem located in the area of "seam line" where heat welded together. Blue plastic disintegrating and weakening the board. Concerned about risk to pt if handle breaks or to paramedics from the plastic shards and cross contamination. Questions if wear, tear and abrasion contribute to board failure.